Event description:
It was reported that with stimulation on, the patient experienced a socking sensation when bending their body in certain ways. Additional information had been requested, but was not available as of the date of this report.

Manufacturer narrative:
Lead model 39565-65, serial# (B)(4), implanted: (B)(6) 2011, explanted: na, catheter passer model 8591-38, serial# (B)(4), recharger model 37752, serial# (B)(4), programmer model 37743, serial# (B)(4), antenna model 37092, serial# (B)(4).